Manufacturer narrative:
No button error alarm was noted. The insulin pump had no act button response due to corroded keypad traces. No display anomaly was noted. The insulin pump communication could not be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and a cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm. Customer reports that buttons locked when attempting to suspend insulin pump. Customer's blood glucose was 47 mg/dl. Customer states blood glucose reading was from sensor and not from meter. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.